Event description:
The end user reported that, during patient use, the lucas 2 device did not provide adequate compression force during the CPR process. The patient's blood pressure was being monitored during the mechanical chest compression process, and it was observed to be low (around 30mmhg) and the end user removed the lucas 2 device and continued with manual chest compressions. The patient did not survive. The end user reported that the patient's outcome was independent from the reported device issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the compression module assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed compression module assembly and determined that the cause of the reported failure was due to a shorted winding within the compression module motor.